Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's stimulator never really or barely helped their symptoms. They got up five times a night, and 10-12 times during the day. They needed help using the handset, and had an aid there with them to help them. The patient's current settings were checked and they were on program 2 at3.1 volts and the therapy was on. They increased stimulation to 3.5 volts. They noted they had an infection in their ankle and had a couple surgeries and had a wound vacuum-assisted closure (vac) on their ankle on the opposite side of the implant. When they increased stimulation they could feel the stimulation in the wound. They wanted to know if the wound vac could affect the stimulator. It was reviewed the manufacturer did not have testing on the wound vac. They were advised if the stimulation was uncomfortable they should back it off to where it was comfortable. It was reviewed that sometimes when the stimulation was too high, one could feel it down the leg into the foot. They were advised to monitor their symptoms for a couple days in a diary and see if their symptoms improved, and to check with their managing doctor for the device to see if it was ok to use the wound vac with their stimulator. They were getting the wound vac changed out tomorrow, and were advised to ask them if they knew of any compatibility issues with the wound vac and the stimulator. Additional information was received from the patient. In response to the inquiry for clarification on the statement about the patient wanting to know if the wound vac could affect the stimulator, the patient replied that their health care professional (hcp) said ¿no if the wound vac does not affect my stimulator!¿ it shall be noted that next to this question in the margin, the patient had written ¿mechanical¿ without context to what they were referring to. In response to the inquiry for if the cause of the stimulation sensation in the patient¿s ankle wound had been determined and what most likely caused or contributed to this issue the patient replied ¿the increased make me feel stimulation.¿ in response to the inquiry for what steps had been taken to resolve the issue, the patient stated that nothing had been done yet but contradictorily also put a strike through on the ¿yes,¿ answer for the inquiry for if the issue had been resolved. The patient called again on (B)(6) 2021 and reported that their night time symptoms were starting to improve, that they were getting up 4-5 times a night compared to 7-9 times. The patient also said that they still had way too much urgency, especially during the day and they were not getting a 50% reduction in symptoms. The patient said that increasing the stimulation when they had the urge to urinate, they also felt like they needed to have a bowel movement but when they would go to the bathroom, they wouldn¿t have to have a bowel movement. It was reviewed with the patient how to change programs and suggested that the patient keep a diary. The patient was able to change programs and increase stimulation to where they could feel stimulation. No further complications were reported at this time. Additional information was received from the patient. They reported that they were told the wound vac could not affect the stimulator, but contradictorily stated the cause of the stimulation in their ankle was determined to have been the wound vac. When asked what steps were or would be taken to resolve the issue, they reported none were needed, and the issue had been resolved.